Event description:
It was reported that the user experienced elevated blood glucose for several hours while using the ilet with an inset 23"-6 mm infusion set and was unable to remove the set while driving; the user planned to provide the lot number if the cannula was bent, and glucose later returned to 155. Symptoms included hyperglycemia. Outcomes included a minor illness or impairment. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.